Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display, battery out limit and failed battery test from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she received the failed battery when she changed out the battery. The customer stated that the pump was blank when she tried to give a bolus. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly and no blank display or display anomalies were noted. No damage inside the pump was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also passed the self test, unexpected restart and all operating currents. No unexpected low battery, failed battery, battery out limit or off no power alarm were noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.